Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and device appearance (observed what appears to be like crater appearance on shell surface). A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on patch/shell bond edge assessed as an unidentified (tear) opening. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported left side capsular contracture, baker grade unknown and "the capsule was calcified." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Additionally, healthcare professional reported left side capsular contracture, baker grade unknown and "the capsule was calcified."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.